Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2015 with the following findings: testing was unable to duplicate ¿short battery life¿ complaint. Black box shows no evidence of short battery life, alarm and warning are observed due a discharged replace battery use on (B)(6) 15. All current readings are within specification. The pump¿s cover was removed, no intermittent condition was found to the pcb or to the cgm module. Unrelated to the complaint, the display contrast is dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).